Event description:
A sample of the device was rec'd by MFR 01/12/1998. It is unclear if the device rec'd was; a) from the original lot/package used by the initial reporter, or, b) rep of the device used by the initial rptr. The device rec'd by the MFR appeared to by typical of that supplied to the dept of defense under national stock number 6510-00-935-5800. The device sample had a flat width of 1/4 (0.25) inches. This is in agreement with the item description for 6510-00-935-5800. An eight-inch length of the device sample was taken and tested for stretch. The sample was able to stretch to a width of 2-5/8 (2.625) inches. MFR's specs for this device require that the device should stretch to a width of 2-3/4 inches with a tolerance of +/-10%. Therefore, the acceptable range for stretch of this size of product would be 2.475-3.025 inches.

Manufacturer narrative:
Initial rptr writes in a message accompanying the sample returned to the MFR: "please find enclosed a sample of the netting used on co's pt. I am unable to find where this came from". The MFR is unclear as to whether the initial rptr is unable to find where the sample came, or from where the original device came. Note: section h, block 6, method code 11. It is unclear if the device sample rec'd from the initial rptr was from the same lot as the device used on the pt (code 11). However, method codes 10, 12, and 13 do not apply to this eval. Conclusion: the device returned to the MFR was rep of the type of material supplied to the dept of defense as national stock number 6510-00-935-5800. The device was tested and found to be within government specs and MFR's tolerances for this device.